Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum infusion pump constantly alarming air in line during testing in the biomedical service department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
H11: the device was received for evaluation. During functional testing, the reported problem "constantly alarming air in line" was not reproduced. A review of the event history log revealed "air-in-line" messages. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was the ultrasonic sensor out of range and failed to calibrate. The ultrasonic sensor requires replacement to correct the reported problem. Should additional relevant information become available, a supplemental report will be submitted.